Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced an inadequate stimulation and was getting a stimulation into ribs and around chest. The lead had migrated and had some swelling. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead will not be returned per hospital policy.